Manufacturer narrative:
(B)(4). Additional information: incomplete-interrupted cycle. The ec60a device was received for analysis with no visual non-conformances and with an ecr60d cartridge loaded on the device. The cartridge reload was received partially fired 1/4 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The event could not be confirmed as the device closed and opened as intended. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the jaws did not open inside the patient after the device was inserted via a trocar. The device was not fired on the patient. The cartridge was gold. Another device was used to complete the case. There were no adverse consequences to the patient. The sales rep confirmed that the staples of the proximal end were protruded.